Event description:
A pin collet was sent for eval because it was leaking oil during sterilization processing. No adverse event was associated with the device.

Manufacturer narrative:
No active leaking was noted during quality investigation. However, upon disassembly for visual examination, rust was noted within the housing which indicates exposure to moisture.